Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was admitted for a short time (length of hospitalization not specified). The patient was treated with unspecified intraperitoneal antibiotics (dose and frequency were not reported) for event. At the time of this report, treatment was ongoing at home and the patient was reported to be doing "well". Action taken with pd therapy was not reported. No additional information was available.